Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio reseated a loose ribbon cable on the device's system pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete the boot up process. There was no patient involvement reported with the event.